Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that two patients were implanted a revitan stem hip impl win gen on an unknown side (exact date not reported). As the original shaft was driven into the femur, fissures were observed to originate directly below the bony flap. Extra cerclage wires were applied in addition to the prophylactic double-loop cerclage wire required by the methodology.

Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it was reported in a journal article in two surgeries femur fissure were observed below the bony flap. Extra double loop cerclage wires were applied for fixation. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis root cause determination using dfmea: - lack of anatomical reconstruction of the joint, dislocation, migration of stem short and long term, splitting of bone, improper initial setting of the implant due to wrong size implanted (incorrect size chosen) => possible: the size of the implant which was used is unknown, therefore it cannot be excluded, that the bone fractured due to a wrong implant size chosen. Another root cause, as stated by the surgeon, could be that the bone fractured as a result of osteolytic or estoeporotic weakness. Conclusion summary due to the fact, that the fissures were noticed intra-operatively, this event is most probably not related to the product itself but rather to the surgical technique or patient bone quality. It is unknown, whether the surgeon is familiar with the surgical technique and if it was followed. An exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).